Manufacturer narrative:
Upon receipt, the pacemaker interrogation revealed the battery status eri. The inspection of the devices memory content showed that the eri status was triggered on (B)(6) 2017, 1 day after the explant of this device, most likely as a result of a cold temperature environment. The device was implanted for 84 months. The amount of charge taken from the battery was verified. The battery condition was found to be as expected. At a next step the ability of the device to deliver therapies was verified. The anti bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. There was no indication of a device malfunction. In conclusion, the pacemaker was fully functional. The battery condition after an implant duration of 84 months was anticipated. The eri status was triggered after the explant of the device, most likely due to influences of a cold temperature environment.

Manufacturer narrative:
The pacemaker was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device as well as on the returned device data. The manufacturing process for this device was reinvestigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. The returned device data have been analyzed. The analysis did not show any anomalies. In particular the pacemaker has not reached the eri status yet, which is expected in approximately 3 months from now. In conclusion, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing. The analysis of the returned device data revealed no indication of a device malfunction. Based on the information available for analysis, no conclusions could be drawn regarding the root cause of the reported clinical event.

Event description:
Ous MDR - it was reported that approximately 84 months after the implant, the patient experienced a syncope episode and was admitted to the hospital. Battery depletion was suspected. The pacemaker was explanted, but not returned for analysis.